Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working. Customer's mother called to report that insulin was squirting out of the insulin pump during the manual prime process. The blood glucose reading is 219 mg/dl. The insulin pump is stuck in the rewind loop. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.